Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return of computer requested. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system that became unresponsive when in navigation. No further details were provided. There was no patient present when this issue was identified.